Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Could not duplicate the customer's reported symptom of the unit alarming intermittently. Unit was ran on multiple temp settings and ran with no issues.

Manufacturer narrative:
(B)(4). Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The caller reported the unit was powered off when it began to alarm (it did not power off automatically), and users removed it from use. There was no visable smoke or odor. Caller did not know if there was any patient involvement, but states no harm.